Event description:
The balloon busted at the shaft of the catheter. The balloon at the distal end of the catheter was in tact but all of the damage was at the proximal end.

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history was conducted on the reported catalog number being shipped to the complainant in the last 6 months. The ship history showed the following lots had been sent: 923414, 923624, 924416, 925158, 925160, 925167, 925169, 928370, and 928374. The possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample is available for evaluation but has not yet been returned to angiodynamics for evaluation. Once the sample has been returned an evaluation with be conducted. Conclusion: findings of the investigation will be reported at the conclusion of the investigation.